Manufacturer narrative:
The implant coil appeared to be detached from the pushwire. The shield coil was stretched. The coin was not present against the lumen stop as it was pulling back. The pusher was found broken at the break indicator (manual detachment location); it appeared that the manual detachment was attempted at this location. The ai and coupler tubing were not intact. Based on the analysis performed, the axium coil was confirmed to have "premature detachment" issue as the pushwire was returned with the implant coil already detached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium prime coil prematurely detached. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left anterior communicating artery. The max diameter was 3.8mm, and the neck diameter was 1.9mm. The patient's blood flow and vessel tortuosity were normal. It was reported that the second coil used accidentally detached and herniated into the tumor-carrying artery. A stent was used to attach the coil to the wall. The coil was not implanted in the intended location. The pushwire was not bent or broken, and there was no friction/difficulty during delivery. No detachment attempts had been made. The physician did not rotate the delivery pusher during the procedure. A continuous flush had been administered. The patient did not experience any injury. The devices were prepared according to the instructions for use (IFU).